Event description:
Caller reported a malfunction on the pump, and it was confirmed that there was no notable event prior to the malfunction. There was no adverse impact to the customer¿s blood glucose level. Customer was advised by technical support to revert to multiple daily injections (mdi) as a backup therapy, and a replacement pump with updated software was sent.